Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight photos of devices. The visual inspection of the photos had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during reconstruction of transit, while being applied in the anastomosis of rectum, the stapler's anvil could be tilted and bent but it only partially fired. They used a contour to remake the linear stapling and then he used a new stapler and remade the circular anastomosis. There was no tissue loss and no tissue damage.